Event description:
On (B)(6) 2010, a doctor reported that a patient lost a sybronpro tl implant due to a partial denture causing pressure on the healing covers of the implant during healing. This is the second of two reports.